Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log shows that at 9:27 pm on (B)(6) 2016 the device was programmed to infuse tpn-central at 13ml/hr with a vtbi of 312ml. This infusion completed and went into kvo at 9:27 pm on (B)(6) 2016. At 9:37 pm, the previous tpn infusion was restored with the rate at 13ml/hr and vtbi at 400ml. The infusion continued until 7:05 am on (B)(6) 2016 when it was paused. The device was channeled off five minutes later at 7:10 am and the system was shutdown and powered off. The volume recorded as being infused during this period was 435.19ml. The starting volume of the fluid container cannot be determined through device logs. There were no alarms prior to the user pausing the infusion and subsequently channeling the device off. The root cause of the overinfusion was not identified. The devices and disposable set in use were not returned for investigation. No devices received, log review only.

Event description:
The customer reported that an infusion of tpn (312 ml + 100 ml overfill) with a rate of 13 ml/hr was started in the evening and the bag was found empty earlier than expected the next morning. The patient¿s blood sugar was 142 prior to the infusion, was 255-280 during the infusion, and was 54 after the empty bag was discovered. No patient harm was reported and no other patient or clinical details were provided. The hospital biomed department inspected and tested the device and found no issues.